Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba and found that the turbine differential transducer pt800 calibrated normally. Pcba was installed into a known good vela test vent and calibration was performed. Could not duplicate, xducer fault and turbine fault, complaint allegation. However, the events log has multiple turbine differential xdcr faults which indicates that this xdcr is drifting and is not functioning normally. This issue is being addressed by an internal corrective action.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and replaced the main board to fix the reported issue. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that the ventilator is inop with xdcr fault and motor fault. No pt involvement.